Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor vacuum. During troubleshooting, the biomedical engineer reported that the system was selecting a different surgeon setting than what was chosen. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event, of the system not switching to the selected surgeon setting. The company service representative calibrated the touchscreen. The company service representative was not able to confirm the reported event of the system having poor vacuum. The system was then tested and met all product specifications. The system was manufactured on october 21, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event of the system not switching to the selected surgeon setting can be attributed to the touchscreen being out of calibration. The system was found to meet specifications; therefore, the root cause of the reported event of poor vacuum cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).